Event description:
It was reported that this pacemaker experienced noisy signals, oversensing and pacing inhibition on the right ventricular (rv) channel. The patient had reported presyncope. Upon review of the electrogram, the health care professional noted that there was loss of capture and asystole greater than 2 seconds. Subsequently this device and the non bsc rv lead was explanted and a new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 impact codes.

Event description:
It was reported that this pacemaker experienced noisy signals, oversensing and pacing inhibition on the right ventricular (rv) channel. The patient had reported presyncope. Upon review of the electrogram, the health care professional noted that there was loss of capture and asystole greater than 2 seconds. Subsequently this device and the non bsc rv lead was explanted, and a new device was successfully implanted. No additional patient adverse effects were reported.